Event description:
It was reported that during surgery that the unit didn't work at all from the beginning; no power. There was no harm or injury to the patient. An approximate 15 minutes delay was reported while an alternate product was prepared. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that one of the batteries had electrolyte leaking out on the end of the positive battery terminal.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: japan. It was identified one of the batteries had electrolyte leaking out on the end of the positive battery terminal. When re-measuring that individual battery with the volt meter, it was reading about 0.2-0.3v. When the corrosion/electrolyte was cleaned off the terminals and the battery was replaced, the unit did power on and function as intended. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.